Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged many respiratory problems, mucus and spitting up a lot in the morning. There was no report of patient serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging many respiratory problems, mucus and spitting up a lot in the morning related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 were updated in this report.

Manufacturer narrative:
Additional information was received on mar 15, 2022 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging many respiratory problems, mucus and spitting up a lot in the morning related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Additional information received about the allegation of visualization of particles. Section b7 has been updated in this report.